Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h11. Results of investigation: no product was returned for evaluation. Logs were reviewed and the reported alarm was confirmed. However, pm cals were not performed on the unit. A supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. However, a vyaire technical support evaluated logs and confirmed the alarm. It was discovered that pm cals were not performed by the customer. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista is giving constant high peep alarm even with peep set to 0. No patient involvement.